Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, both the atrial and ventricular setscrews appeared to be misaligned and were difficult to engage. The device is still in use. No patient complications have been reported as a result of this event.